Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The patient was referred for x-rays. The physician reported that x-rays did not identify any obvious discontinuities. It was reported that last known good diagnostics were performed in (B)(6) 2014 (dc dc code - 2). It was reported that the patient has not experienced any trauma to the neck, but that the patient has recently been jumping on a trampoline. The generator was not programmed off because the parents did not want it off. The device output current was reduced to 1ma. The patient was referred for surgery. X-rays were received and reviewed by device manufacturer. Due to the angle and quality of images provided, the connector pin does not appear to be fully inserted inside the connector block. However, it cannot be confirmed that it is not fully inserted due to the angle of the images. There does not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized; however, the presence of a fracture cannot be ruled out due to the quality of the images. Based on the x-ray images provided, the root cause of the high impedance is unclear. However, the high impedance may possibly be related to incomplete lead pin insertion into the generator header. Additionally, the presence of a micro-fracture in the lead cannot be ruled out. There is a portion of the lead located behind the generator that could not be assessed. The patient underwent lead replacement surgery. Only the lead was replaced. It was reported that the lead pin was fully inserted as far as the surgeon could tell and that there appeared to be significant fibrosis that may have contributed to the high impedance. No gross abnormalities were identified. It was reported that the lead was in several pieces upon explant and would not be returned for analysis.